Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (100 mcg/day, 1,750 mcg/ml) via an implantable pump for intractable spasticity and cerebral palsy. The hcp reported that medical records showed that the patient's catheter was explanted in april 2018 due to an infection of the intrathecal catheter. The event date was reported as (B)(6) 2017. A new catheter was implanted at the time of a scheduled pump replacement on (B)(6) 2018. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed. The issue was resolved at the time of this report. The patient's status was alive - no injury.